Event description:
It was reported that the patient's right atrial (ra) lead had varying threshold measurements.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead had loss of capture noted at lower thresholds. Programming changes were made. The patient was in stable condition.